Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in the distal left superficial femoral artery via a fem-pop (femoropopliteal) bypass. A rotational excisional atherectomy and intravascular ultrasound imaging were performed over a 300cm ht command 14 guidewire (gw); however, following the removal of the gw it was noted that 10 -11 cm of the distal shaft of the wire was separated. The separated portion was noted to be inside the introducer sheath and a snare was used to remove the device. The procedure was than continued via cut down surgery, which was originally planned by the physician. There were no adverse patient effects nor clinically significant delay in procedure reported. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy/other devices and/or manipulation of the device resulted in the noted device damages (distal core kink, multiple distal core bends, polymer coating separation, polymer bunched/torn/folded into itself, multiple proximal core bends) and ultimately resulted in the reported/noted distal core material separation. As reported, a snare was used to remove the device. The procedure was then continued via cut down surgery. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.